Event description:
It was reported that cartridge did not fully snap into pump, and caller noticed issue while using pump case. There was no reported impact to the customer¿s blood glucose level. Caller removed case, inspected pump and pneumatic area, removed loose o-ring, cleaned area, confirmed cartridge o-ring was undamaged, and successfully reloaded original cartridge, after which insulin therapy was resumed without further issue.